Event description:
It was reported that during a dressing change a bi-ventricular assist device (vad) pt had a leak between the right prosthesis and the y-connector. A plastic tube was placed around the connector tube, taped and zip tied in several locations to contain the leak. The leak was resolved by the hosp's fix and the pt remains no device support while awaiting a heart transplant.